Event description:
It was reported that when patient presented remotely via merlin.net transmission, showing non-sustained rv oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable.